Event description:
It was reported the insulin pump was alarming button error. Customer's blood glucose was 177 mg/dl. Alarm and possible causes were explained to the customer's mother. Customer's mother reported customer has been outside and it has been raining and humid, as a significant even that may have caused the device to alarm. Customer's mother was advised to revert to back up plan.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response, due to moisture damage on keypad traces. No button error alarm. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked reservoir tube lip and no moisture damage on electronic assembly.